Event description:
Procedure: low anterior resection. According to the reporter: the original handle and load were used and everything went well. Upon reloading, using the same handle, the device cut but did not staple. The surgeon tried using a new device to stop the leaks. The surgeon then had to manually suture the area where it did not staple. The case was delayed by several hours due to leaks that kept occurring. A 650cc of blood loss occurred. Patient was transfused. No other manufacturer product was used, no reinforcement material used.

Manufacturer narrative:
(B)(4).